Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00124: bolt.

Event description:
During the implantation of an aculoc 2 plate, a targeting guide with a locking bolt was used. When attempting to remove the locking bolt, it broke and the threaded section of the bolt remains threaded in the plate in the patient.